Event description:
I find your gum soft-picks very useful, but why should I not be worried that the little spines quickly disappear. It seems to me that I must be swallowing them. Your explanation, please.